Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n165062008, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that a pump reservoir volume discrepancy was observed. The expected residual volume (erv) was 26.7ml while the actual residual volume (arv) was 0ml. The cause of the volume discrepancy was unknown. A dye study was scheduled for (B)(6) 2014. No patient symptoms were reported and the patient status as the time of the report was alive with no injury. The device system delivered morphine. It was later reported that the dye study showed normal results and ¿all checked out just fine¿. Additional information has been requested but was not available at the time of this report.